Event description:
Reported by the complainant as follows. Patient admitted (diabetic, intubated, unresponsive) to ICU and was evaluated by intensivist (rectal evaluation done as well) who approved use of fms. Fms used for 12 days and developed ulceration and rectal hemorrhaging. Patient transferred for surgery due to fms insertion (doctor determined it was caused by fms). ICU nurse who has been using this product for 1 year, verified fms insertion was performed properly. Hospital was unable to determine if patient was on medication that would aggravate hemorrhaging state.